Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12a19079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(6).

Event description:
It was reported that capd disconnect y set had a deformed luer connecter that caused a leak at the junction of the y set and the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation of the returned companion sample was performed. During visual inspection, no issues were found. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.